Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: promus element, mr, ous 2.75x20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal and centre struts were severely damaged, lifted from the crimped stent profile position, stretched, bunched and distorted. The distal end of the stent moved along the balloon in a proximal direction for approximately 3mm. It is likely the crimped stent may have encountered resistance and subsequent damage during advancement/withdrawal attempts. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along the full length of the catheter. A visual and tactile examination found a kink and slight stretching of the extrusion approx. 3mm distal at the port entry site. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15aug2016. It was reported that crossing difficulties were encountered. The target lesion was located in the coronary artery. A 2.75x20mm promus element ¿ drug-eluting stent was advanced but failed to track down the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged and stent moved on balloon.